Event description:
Event: rupture of aneurysm resulting in death. Case details: it was reported that the patient died secondary to a ruptured aneurysm in 2003. The ancure graft was implanted in 2000. The patient reportedly had an angled proximal neck, but there was good anastomosis and no implant complications. There was no indication of an endoleak. In 2003, the patient presented to an outside hospital and was transferred. A stat CT scan showed a hole in the aaa. The patient coded while waiting for surgery and was subsequently rushed to surgery and died intraoperatively. It was stated that the ancure device was in place and intact. There was no evidence of slippage. The ancure was not explanted.